Event description:
It was reported that the patient had high impedances on one of the patients leads which caused inadequate stimulation. The patient underwent an explant procedure wherein all device components were removed. Additional information was received that the explanted devices were not returned as it was kept by the medical facility. Additional information was received that the patient was doing well postoperatively.

Event description:
It was reported that the patient had high impedances on one of the spinal cord stimulator (scs) leads which caused inadequate stimulation. The patient underwent an explant procedure wherein all device components were removed. Additional information was received that the explanted devices were not returned as it was kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: (B)(6) UDI: (B)(4). Product family: scs-ipg-r-MRI upn: m365sc12160 model: sc-1216 serial: (B)(6) batch: (B)(6) UDI: (B)(4).

Event description:
It was reported that the patient had high impedances on one of the spinal cord stimulator (scs) leads which caused inadequate stimulation. The patient underwent an explant procedure wherein all device components were removed.